Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2026. On the evening of (B)(6) 2026, the patient was using an omnipod 5 insulin pump while playing basketball outside when her cgm alerted 43 mg/dl. She went indoors to wait for the glucose level to rise. Over the next several hours, the cgm continued to display readings in the low 40 mg/dl range. During this time, she consumed juice multiple times. After continued low cgm readings, the patient performed a fingerstick blood glucose (fsbg), which showed approximately 500 mg/dl. While the cgm continued to display values around 43 mg/dl, she repeated fsbg measurements which remained around 500 mg/dl. She initially believed she was in hypoglycemia state based on the cgm readings. During this period, the patient experienced hyperglycemia symptoms including dry heaving, nausea, sweating, irritability, confusion/disorientation, extreme thirst, and feeling generally unwell. She attempted troubleshooting steps, including sensor calibration, without improvement in cgm accuracy. Between approximately 6:00 pm and 7:00 pm on (B)(6) 2026, due to persistently elevated fsbg readings around 500 mg/dl, low cgm readings around 43 mg/dl, and worsening symptoms, the patient went to the emergency room (ER). In the ER, she received intravenous (IV) insulin, IV fluids, continued blood glucose monitoring, and light activity. Her blood glucose levels gradually improved and returned to her normal range, and she was discharged in less than 24 hours. The patient removed the faulty sensor and reported having no remaining replacement sensors at home. At the time of the report, she stated she was feeling okay but very tired due to being awake for most of the night. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.